Event description:
The patient reported around 10am today (B)(6) 2021 the v-go device fell off. The patient said she was tugging at her sleeve when she felt the v-go moving and felt that the needle kept poking patient and it was causing pain. The patient said she rolled up her sleeve and saw that the device had fallen off. The patient had been wearing the device for 13 hours by this time. The patient explained she did use an alcohol wipe and let her arm dry before applying this v-go. The patient avoids areas on her arm that has any excess skin, muscle, hair, or bone. The patient stated she was not experiencing any symptoms. The patient did not have this device available as she already threw it away when it came off.